Event description:
A resolute integrity drug eluting stent was implanted in the rca. A second resolute integrity drug eluting stent was implanted to treat a dissection in area adjacent to original target lesion site.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).